Event description:
I used fixodent from 2006 until 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 2003 or '04 to 2009. Diagnosis or reason for use: denture adhesive cream.